Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an altitude alarm during basal delivery. The customer removed and reinstalled the cartridge and insulin delivery was resumed. The customer's blood glucose level was not impacted.